Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep on (B)(6) 2012. "[Name removed] called. He said that there is complaint on this unit that the touch screen is not responding. He would like to send it in for repair. He would like them to call with the estimate of repair for the po#. Gave him ps address as well as return address and bill to etc. RMA# (B)(4)".

Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. Codes were derived based on the info provided by the user facility medwatch report received from the FDA on 01 aug 2012 and info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). The following info concerning the eval of the device is a summary to the info documented by the carefusion service rep. The carefusion service rep evaluated the device, verified the complaint and determined that the root cause of the reported event was an expired oxygen fuel cell. The unit was overdue to an annual preventative maintenance. The expired oxygen fuel cell caused the unit to fail the o2 calibration thus giving the impression of touch screen not responding to the end user's o2 calibration touch command. The carefusion service rep performed an annual preventative maintenance on the device which includes the replacement of the oxygen fuel cell. The device was then run through a complete checkout to ensure it meets all factory specs. Upon completion the device was returned to the customer ready to be placed back into service. As the reported event was caused by the lack of preventative maintenance, carefusion considers this to be an isolated incident.